Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the implantable neurostimulator recharger (insr) was unable to power up, was unable to be charged, and it was not operating as intended. The patient stated that the insr will appear to take charge but when he presses the green start charge button, reposition antenna screen appears, the screen flashes 5 times, and then goes blank. In addition, the patient reported that his leg was killing him because his implantable neurostimulator (ins) ran out of battery. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Analysis of the product ID: 37751, sn# (B)(4) found evidence of damaged boards. (B)(4). If information is provided in the future, a supplemental report will be issued.